Event description:
It was reported that air was observed in the patient line during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The home patient (hp) stated they did not see any obvious reasons for the air in the line and the hp was not sure if the patient line was fully primed or not. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the hp to end therapy and remove the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.